Manufacturer narrative:
A ge representative evaluated the system and reformatted the cine disk. System operates as intended. (B) (4).

Event description:
The customer reported the system intermittently stops fluoroing and cine images are misnumbered. No patient injury was reported.